Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the failure of the locking mechanism of the video connector was confirmed. The root cause cannot be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the unit turned off occasionally; white balance could not be obtained; the battery was depleted; and the video connector locking was poor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for a therapeutic bladder tumor resection procedure, sometimes the display screen disappears, and sometimes the white balance cannot be obtained on the visera elite video system center while being used with the high-definition camera head. The intended procedure was completed successfully with the same device. The system was rebooted. No delay in procedural time was reported. There were no reports of patient harm associated with this event.